Manufacturer narrative:
Based on the investigation results, it was confirmed that an error occurred during the prone/lateral workflow, forcing the software to close. During the review of the stp log files, it was found that an error message was displayed following the prone/lateral registration after which the software was restarted and the registration successfully reloaded. In the cranialmap application software physical trackers used in the field are represented by objects in the c++ software code. Once a tracker is physically switched on, an object is created that represents the tracker in the code. The data created using the physical tracker, like its position in the surgical field, its button state or visibility status is also represented and handled by the object in the software code. If a button on a tracker is pressed, the object representing the tracker handles the action linked to the button press action in the context of the software application. If the tracker is disconnected and turned off, the representing object is destroyed in the code and the memory it used is freed. In the specific prone/lateral work flow the object that finally causes the interruption is the object representing the mask tracker. The mask tracker is physically turned on during system setup and the representing object is created. If the user selects the prone-lateral workflow, connects the masks during system setup and then uses the button on the mask communication unit to start the mask registration work flow, the method that calls the workflow is the object representing the mask tracker in the code. During the prone/lateral work flow the mask tracker gets disconnected and the object in the code representing the mask gets destroyed before the workflow ends with the confirmation of the registration accuracy and switching into the navigation mode. Now the method of the already destroyed mask object that called the workflow initially returns and tries to access a data member of the already destroyed object. This access to non-allocated memory can cause an access violation that is caught by a software exception handler.

Event description:
It was reported that during a cranial procedure, the an error occurred causing the cranialmap software to close. Navigation was aborted, and the procedure was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Event description:
It was reported that during a cranial procedure, the an error occurred causing the cranialmap software to close. Navigation was aborted, and the procedure was completed successfully using traditional methods. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.